Event description:
It was reported during an endoscopic ultrasound (eus) and endoscopic retrograde cholangiopancreatography (ercp) procedure the single use distal cover fell off the duodenovideoscope. It was noticed after the procedure was completed and the duodenovideoscope was removed from the patient. The endoscopist then performed an esophagogastroduodenoscopy (egd) to locate the distal cover. They were unable to find the distal cover visible in the gastrointestinal (gi) tract, esophagus, stomach, or duodenum. A decision was made to perform an unplanned bronchoscopy to ensure the distal cover did not become dislodged and fall into the respiratory tract. An abdominal x-ray was done post-procedure and the cap was located in the intestines. It was thought the patient would pass the distal cover in a bowel movement. Due to the reported event and subsequent procedures, the patient's anesthesia was extended about 30 minutes. There was no reported patient harm.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the distal cover likely detached from the scope due to the following: 1. The distal cover was insufficiently attached. 2. The user applied a load of friction to the distal cover by twisting, pushing, and pulling it in the body cavity, or stress such as interference with a mouthpiece during the procedure. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: chapter 3: section 3.5 ¿ preventive measure chapter 4: section 4.1 ¿ detection method. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.